Manufacturer narrative:
The oad was received for analysis. Adhered biological material was observed on the driveshaft and crown, and examination did not reveal any damage that would have contributed to the accumulated material. The morphology and exact root cause of the accumulation is unknown. A guide wire was passed through the device and met slight resistance passing through the area of adhered material. The oad was tested, spun at all speeds, and functioned as intended. At the conclusion of device analysis, the reported event of the crown becoming stuck in the vessel was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used to treat a heavily calcified, 100% occluded lesion in the anterior tibial artery (at) that was approximately eight (8) cm in length. The vessel was approximately 2.5 to 3 mm in diameter and was not tortuous. The lesion was crossed via tibiopedal access and the oad was used via a femoral access. The lesion was treated with four (4) treatment passes with the oad. When attempting to remove the oad, the crown became stuck at the ostium of the at. Attempts were made with balloon angioplasty to free the crown, however, these attempts were unsuccessful. A catheter was inserted via the tibiopedal access point and passed over the oad crown, and the oad was then able to be removed successfully. The procedure was completed with percutaneous balloon angioplasty, and no stent was required at the location the oad crown had become stuck. The patient was doing well following the procedure, and flow had been established through the anterior tibial artery. It was noted that the patient would have additional revascularization in the future.